Manufacturer narrative:
The pump passed the displacement test and active current test. Blank display not confirmed. Pump failed the sleep current test due to moisture damage on the electronic assembly. Pump received with partial display due to moisture damage on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display after fluid exposure. The customer¿s blood glucose level was 6.7 mmol/l. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that display returned after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.